Event description:
Nellcor puritan bennett received info stating, "noise occurred from the unit, then the unit suddenly made a setting error alarm and stopped cycling." The pt was not harmed or injured as a result of this event.